Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction, thrombosis and underwent intervention. The lesion being treated was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x12mm ion study stent. Residual stenosis was 0%. The patient was discharged 7 days later on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced st elevation, myocardial infarction and stent thrombosis requiring intervention. Timi flow in the stent or in the segment 5 mm proximal or distal to the stent region was 0. Ischemic symptoms at rest (chest pain with duration > 20 minutes) were present and ischemic electrocardiogram changes were suggestive of acute ischemia. At the time of this stent thrombosis, the patient was not on antiplatelet medication. The event was treated with medication and target vessel revascularization was performed. The proximal lad was revascularized via angioplasty balloon and a drug eluting stent. Post treatment lesion diameter stenosis was 0%. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).